Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation; the device's activity log was forwarded to zoll medical us. Review of the device's activity log does show occurrences of a defib failure prompt. The defib board was replaced as a precaution and will be forwarded to zoll medical us for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The processor/bridge/pace board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty relay on the processor/bridge/pace. Analysis for reports of this type has not identified an increase in trend.